Event description:
It was reported that the physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The device became stuck in the pt's tissue track and the physician used force to remove the device. Hemostasis was achieved with manual compression.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.